Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract during use. Customer stated that the device needed to be retracted manually. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: lot analysis DHR review was performed on the lot number 7212809. The lot number was built on afa line 7, from august 6, 2017 thru august 12, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: a review of the qn/sap database is required for a s1 o3 level a investigation per ms-qs-083. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used iag 20ga unit in an opened package from the lot number 7069867. The units consisted of the retracted needle/safety barrel assemblies. The catheter/adapter assemblies were not returned for evaluation. Received four unused units in sealed packages from the lot number 7069867. Visual/microscopic examination: used: the needles were retracted fully into the safety barrels and the white buttons were depressed. The needles were repositioned to the out position; there was no mechanical/physical damage to the springs or needle hub or grip. There was no evidence of adhesive on the button, grip or hub. Unused: there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Functional test (needle retraction) was performed: performed the hub twist test on all units, then depressed the buttons. The retraction was successful, no delayed reaction was observed. Investigation samples(s) meet manufacturing specifications: yes, the returned units provided for evaluation met and performed per the required manufacturing specifications. Investigation conclusion: the defect needle retraction failure; as stated as the reported code was not confirmed with the returned unit. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units. Root cause: relationship of device to the reported incident: indeterminate there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.